Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient noticed a leak from the patient line extension set during peritoneal dialysis therapy. The patient was in drain one of five when the event occurred and disconnected from the set up. The patient was advised to start over with new supplies. Upon follow up with the patient, there was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.